Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the epg (external pulse generator) shut itself off after seven hours, while pacing a pacemaker dependent patient. The patient was revived. The device was noted to have had a new battery. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event. The device passed all electrical testing. The battery contacts were found to be compressed, the battery drawer was out of specification, and the upper case and one side bail cover were broken. The visual anomalies observed would not have caused the reported behavior.

Event description:
It was reported that the external pacemaker shut itself off after seven hours while pacing a pacemaker dependent patient. The patient was revived. The external pacemaker was returned for service. No further patient complications were reported as a result of this event.